Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, during resection stomach, the surgeon was able to press the green button and squeeze the handle but the device would not fire. They changed the handle to complete the case. No patient injury.